Event description:
It was reported that a patient experienced peritonitis manifested by manifested by abdomen pain and cloudy peritoneal dialysis fluids coincident with peritoneal continuous ambulatory dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with cefazolin and vancomycin (1 gram/day for 4 days, ip); the route was not reported) and then switched to cipro (200 milligram) (frequency, route, and duration not reported ) and tienam (1 gram/day, ip) (route and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. However, the patient remained hospitalized. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that the cause of the reported event of peritonitis was due to an unrelated event (reported to be diarrhea) which led to peritonitis. On the same day as the onset, the patient was also treated with fortum antibiotic (1 gram/day for four days, intraperitoneally (ip)). The patient was then started on ciprobay (200 mg every day, ip, for 21 days) and amikacin 500 mg (125mg, every day, ip, for 21 days). The patient was recovered from the peritonitis event after twenty five days. The patient was discharged from the hospital after twenty seven days. There is no serious injury or medical intervention reported in this event that is causally related to a baxter device. As the cause of the peritonitis event was due to an unrelated event and since there was no report of any device malfunction in relation to the report of peritonitis, the peritonitis event has been assessed as not reportable. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. (B)(4). Should additional relevant information become available, a follow up report will be submitted.